Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system was explanted due to a product performance issue. The system had been implanted a little over one year. The device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pulse generator was visually inspected. The device was returned with the electrode still connected. The device case has an arc mark on the bottom edge. The device failed initial testing. Interrogation of the device gave a long charge-time error. The date of the error indicated the error occurred after the explant. The device was damaged by a shock shorted to the device case post-implant. Analysis concluded the long charge time error is likely due to the device delivering a shock with the shocking electrode in close proximity to the device case.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this subcutaneous implantable cardioverter defibrillator system was explanted due to a product performance issue. The system had been implanted a little over one year. No additional adverse patient effects were reported.